Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated the scope rotated from 30 down to 30 up and the hand control moved. The surgeon moved over to console 1 to finish the case. There were no errors in logs to indicate why the scope flipped up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the inverted image and there were no issues found during system evaluation. The system was tested and verified as ready for use.